Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal with no indication of a product quality deficiency that would contribute to the reported cuff miss. The anterior cuff was out of the foot and the tabs were bent and undisturbed. There was a needle strike mark on the anterior foot. Based on the evidence found on the device, the anterior cuff was missed and this confirmed the reported event. A proxy plunger was reinserted and the needle trajectory was acceptable. A cuff-miss can be influenced by many factors including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies, aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall. Based on the investigation findings, the most probable cause for the anterior cuff miss is needle deflection during plunger deployment associated with technique issues or interaction with human tissue as evidenced by the needle strike mark on the foot. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, a cuff miss occurred and a non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.